Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the blank display. However, the motor was tested outside of the device and it passed. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a no delivery alarm and then received a motor error alarm. Customer's blood glucose was 500 mg/dl and was treated with manual injections. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.